Event description:
It was reported via repair work order that the ibed awareness was not alarming as the cpu board was out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determine the ibed not functioning would result in caregiver annoyance, however; it is not likely to harm the patient as the caregiver would be aware of this function not being available. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported via repair work order that the ibed awareness was not alarming as the cpu board was out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.